Manufacturer narrative:
Ge healthcare has (gehc) investigation has been completed. There is no issue with the ires device. Both infants were found to have a pneumothorax when chest x-rays were performed in the nicu. It is not known whether the pneumothoraxes were spontaneous or related to the ventilation support positive end-expiratory pressure (peep) at peep levels chosen by the clinician. The ires was found to be working to specification with no malfunctions and the clinicians did not feel that the device caused the pneumothorax. The pneumothorax could have been spontaneous or related to other secondary causes or be iatrogenic and related to the peep delivered. As the choice of peep level is made by the clinician, if the pneumothorax was related to it, since the ires was working to specification, the pneumothorax could have been a complication of a therapy chosen by the clinician and thus not caused by a gehc device malfunction or use error. H3 other text : ge healthcare has (gehc) investigation has been completed. There is no issue with the ires device. Both infants were found to have a pneumothorax when chest x-rays were performed in the nicu. It is not known whether the pneumothoraxes were spontaneous or related to the ventilation support positive end-expiratory pressure (peep) at peep levels chosen by the clinician. The ires was found to be working to specification with no malfunctions and the clinicians did not feel that the device caused the pneumothorax. The pneumothorax could have been spontaneous or related to other secondary causes or be iatrogenic and related to the peep delivered. As the choice of peep level is made by the clinician, if the pneumothorax was related to it, since the ires was working to specification, the pneumothorax could have been a complication of a therapy chosen by the clinician and thus not caused by a gehc device malfunction or use error.

Manufacturer narrative:
Gehc field engineer (fe) checked the device and found the device was functioning properly, with no defects observed. Gehc's investigation into the reported occurrence is ongoing. A follow-up report will be submitted when the investigation has been completed. Block a5 and a6: no information available. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Event description:
The hospital reported to ge healthcare (gehc) that a patient experienced pneumothorax during usage of a panda ires warmer and that the hospital did not believe that usage of the device caused or contributed to the patient's pneumothorax. Positive end-expiratory pressure (peep) via gehc ires t-piece circuit with mask was performed by the medical staff, and a chest x-ray done later showed a right side pneumothorax, which required the patient to be intubated. The patient was transferred to another hospital that could provide higher level nicu care. The chest tube was removed from the patient on (B)(6) 2023, and they were discharged, with no complication, on (B)(6) 2023. Gehc will submit a follow-up report when the investigation has been completed.